Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address anterior knee pain. No sign of loosening or lysis. Surgeon removed stb rp insert and replaced it with one size thicker. No sign of wear. Patella was removed to thin the underlining bone. The 38 mm button was also well fixed.